Event description:
Sales representative reported that his customer noticed a piece of this needle was broken while they were finishing a shoulder repair. The customer is not sure if the piece is in the patient or not. It was confirmed that an x-ray was not taken after the surgery, but will be taken monday or tuesday to confirm if the piece remains. If it is in the patient, the surgeon does plan to perform an additional surgery in order to remove the piece. Sales rep. Stated that he believes that the needle tip was broken while the surgery tech. Was trying to remove the needle from the instrument. The patient is not complaining of any abnormal post-operative pain. It was confirmed that this was the first use of the needle and stated that this facility does not reuse disposable equipment.